Event description:
Philips received a complaint by the customer on the v60 indicating that the display would not power on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display would not power on. The customer stated the device powered on properly, but they were unable to see anything on the display. The remote service engineer (rse) confirmed that the customer has a 2nd generation light crystal display (lcd). The rse provided the customer with the part number of the 2nd generation lcd assembly and user interface (ui) assembly to order and replace as well. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The customer declined to repair the ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.